Event description:
Patient stated that at about 4:30 am this morning, the pump started to beep with error message "no disposable, pump won't run". Patient stated that she had tried everything "changing the batteries, turning it on and off but nothing worked and the pump wouldn't quit beeping". Patient confirmed that she did not have any appreciable lapses in medication infusion as she was able to change the pump right away after she heard the pump beeping. Author informed patient that a new pump will be sent to her via courier if no saturday delivery is available defective pump sn#: (B)(4). Dates of use: from 2010 to ongoing. Diagnosis: pulmonary arterial hypertension.